Manufacturer narrative:
Upon return, the boxed device was thoroughly analyzed. Engineers confirmed the returned product exhibited no telemetry. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Event description:
Boston scientific received information that this device was not implanted, as telemetry was unable to be successfully established. As a result, the boxed unit was returned for a post market assessment. No adverse patient effects reported.